Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: during investigation, the black box showed a loss of prime warning associated with a low non zero force. A "replace cartridge" alarm was recorded. The loss of prime warning was associated with a low non zero force. A loss of prime was related to the pump not prime after the rewind was recorded. The ez-prime and 24 hr duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measured within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was returned with colored a colored horizontal green line through the display screen.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 33mmol/l, with polydipsia, and extreme thirst, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a loss of prime warning had occurred multiple times with at least 3 separate cartridges from 2 separate boxes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.